Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was damaged which resulted in the pump having difficulty charging. Additionally, the customer alleged that the bolus calculation recommended by the pump was inaccurate. The customer's blood glucose was high, however a specific value was not provided. Reportedly, the customer declined troubleshooting and declined to provide additional information.